Event description:
It was reported that approximately three months after implant the patient presented to the emergency room (ER) with erythema and pain at the implant site followed by fevers and chills. The patient was found to have sepsis due to a suspected infected pocket. Broad spectrum antibiotics were initiated. Lab cultures were positive for (B)(6) and transesophageal echocardiogram (tee) demonstrated endocarditis and thrombus/vegetation on the lead. The implantable cardioverter defibrillator (ICD) and lead extracted and pocket was debrided. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Event description:
Patient began on monotherapy course of antibiotics and then switched to combination therapy. Hospital course was complicated by thro mbocytopenia, likely secondary to sepsis. Upon resolution of sepsis and thrombocytopenia, patient was discharged on six week course of antibitoics and provided with lifevest to wear as an outpatient until ICD replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).